Manufacturer narrative:
Siemens completed investigation for an outside of the united states (ous) customer observation of a falsely depressed atellica im ca19-9 result. The initial issue was reported as a patient sample (33l0252937) that recovered 9.61 u/ml with atellica im ca 19-9 kit lot 528 but recovered 480 u/ml when tested with an alternate ca 19-9 test method. When the sample was sent to another lab that uses the atellica im ca 19-9 assay, the sample recovered 10.54 u/ml. When the sample was treated with a heterophilic blocking tube (hbt), the atellica im ca19-9 result did not change, but the result with the alternative method did change, indicating heterophilic antibodies impacted the alternative method. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." The limitations section of the IFU states: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Based on the available information, the atellica im ca19-9 results are due to normal assay performance. A product problem has not been identified.

Event description:
The customer observed a falsely depressed atellica im ca19-9 result that was considered discordant compared to the higher result of an alternate test method. The initial discordant result was reported and questioned by the physician. A corrected report was not issued by the customer. There are no allegations of patient or user intervention or adverse health consequences due to the discordant ca19-9 result.